Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient's driveline cable had driveline strain relief damage. The driveline repair is scheduled for (B)(6) 2025, as the patient will be at the clinic for a regular check-up on that day. The driveline remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. On-site inspection, as well as visual evidence provided by the site, revealed that the strain relief was damaged, discoloration of the outer sheath, evidence of a self-repair, breaks in the driveline outer sheath, and damage to the inner lumen near the strain relief, leading to exposed insulated wires. As a result, the reported event was confirmed. A driveline sheath repair, which included a new strain relief rebuilt with tape, was performed to mitigate the reported driveline sheath conditions. Based on historical review of similar events, the most likely root cause of the outer sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to wear and/or the handling of the device. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath and strain relief present. The most likely root cause of the self-repair around the driveline can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the damaged area was temporarily taped by the vad coordinator to secure it. The inspection revealed a broken and missing strain relief. Approximately 1cm left of the original strain relief, three circular breaks of the outer sheath close to the connector on a distance of about 10cm. The break closest to the connector showed a visible gap between the inner lumen with insulated wires in the open. The insulation was in good condition. The gap was covered with silicone tape. Width cut in half. Afterwards a full new strain relief was rebuilt with tape using the remaining original strain relief as anchor point covering the broken locations of the outer sheath as well. A driveline sheath repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. Visual evidence provided by the site revealed that the strain relief was damaged, the previous repair was worn out, damage to the outer sheath, and discoloration of the outer sheath. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the outer sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage and driveline sheath repair damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.